Event description:
The reporter indicated that the device was not implanted because it displayed episodes on non-communication. Attempts to reposition the programmer's wand were unsuccessful. When the magnet was applied, there was only intermittent pacing.